Event description:
Boston scientific received information that this right ventricular (rv) lead displayed a pacing impedance measurement less than 200 ohms. Noise with oversensing was observed, however, the patient with this lead was not pacer dependent. A review of the arrhythmia logbook determined that events appearing as ventricular tachycardia (vt) were noise due to a likely insulation break. A revision procedure was performed and the pace/sense portion of the rv lead was surgically abandoned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.